Manufacturer narrative:
Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The inserter tines that interface with the anchor were also noted to be bent. This condition is consistent with off axis insertion. No deficiencies were identified within the device history review for this production lot. Use error most likely contributed to this event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the anchor broke upon implantation. The anchor was successfully removed and no additional bone holes were required. Imaging was performed to confirm nothing was left in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.